Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shock therapy in vt-1 zone programmed monitor only (mo). The patient was noted to have ventricular fibrillation at 210 beats per minute. The device began to charge, while vt zone detection had slowed back down to mo. The boston scientific crm technical services consultant discussed detection criteria and how once the device starts to charge, fast is considered fast even if it was only in the mo zone. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
Device re-programming was done to mitigate the issue. If new information becomes available, this report will be further evaluated and updated.